Manufacturer narrative:
Patient weight is not available for reporting. This report is for two (2) unknown 3.5mm locking screws. (Other): without a valid part and lot number, the UDI is not available. Device remained implanted in the patient. As such explant date is not applicable. Device is not expected to be returned for manufacturer review/investigation as the device remained implanted in the patient. (B)(6). (B)(4). PMA#: unknown, as specific part and lot numbers for 3.5mm locking screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was initially implanted with non-synthes l-buttress plating on an unknown date for an unknown reason. Patient then revised to synthes locking plating due to non-union. During the surgery performed on (B)(6) 2016, the surgeon was in the process of inserting the screws into the shaft holes of the plate. Upon drilling and inserting the screws, surgeon found that the two of the 3.5mm locking screws went through and over the locking holes of the shaft. It was the first time this happened as surgeon had used this type of plate in various patients before. The screws were inserted manually with the torque limiter. However, upon seeing the x-rays, it was noted that the screws went through the locking hole instead of being inhibited by the thread. The surgeons were reluctant to remove the screws and plate because they were worried of additional delay in operating time because the fracture was hard to reduce and they did not want to risk their reduction. Therefore the plate was implanted in the patient and was unable to be returned for investigation. The screws inserted were measured before insertion. However, the screws went through the locking hole and were protruding at the far cortex. Therefore, surgeon used the cutter to cut off the tip on the screw at the far cortex. Patient is stable. Surgery was prolonged for at least 30 minutes due to the reported event. The procedure was completed successfully with no other medical intervention required. . Concomitant device reported as: torque limiter (part and lot unknown, quantity 1). This report is for two (2) unknown 3.5mm locking screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This surgery is the initial surgery for a synthes implant, but the surgery itself was a revision case for the patient due to non-union with the previous non-synthes implant (l-buttress plating) used for fixation. This second surgery was done with a synthes locking compression plate (lcp) proximal tibial plate.